Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that per site completion of the aneurysm follow-up imaging crf, year 3 dsa imaging on (B)(6) 2025 showed: parent artery stenosis: >50-75%. No symptoms were reported by site.

Event description:
Additional information received reported that per corelab assessment of 24m fup dsa imaging from 12jun2024, pipeline fish-mouthing status (distal) was 25%-50%. Per corelab assessment on 24m fup imaging from 12jun2024, pipeline braid collapse status (relative to vessel lumen) was 'yes'. No symptoms were reported to be associated with this finding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline had stenosis and braid collapse. Site reported >75-100% parent artery stenosis at additional (30-day) follow-up dsa/ 3d dsa/ flat panel cta imaging performed on (B)(6) 2022 and at the 180-day follow-up dsa/3d dsa/ flat panel cta imaging performed on (B)(6) 2023. The cause was due to device deficiency of distal pipeline braid collapse. The patient was asymptomatic. Baseline aneurysm characteristics: unruptured and untreated left internal carotid artery (ica) c6 sidewall saccular aneurysm measuring 7.9mm x 5.1mm with max diameter of 8mm and neck size of 3.5mm. Baseline aneurysm symptoms: dizziness, localized headache, migraines. Additional information received reported that the site has reported parent artery stenosis (in stent stenosis), for which they have indicated the adverse event (ae) resulted from a device deficiency (dd) of ¿loss of device integrity¿, representing the device collapse. The ae crf reports a flat panel cta, which showed ¿hemodynamic changes in intracerebral circulation¿.

Manufacturer narrative:
2.6) fdd coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.